Event description:
Boston scientific received information that this right atrial (ra) lead displayed increased threshold measurements, along with intermittent atrial capture. Ra outputs were increased and the lead was to be monitored closely. Additional information was received that this lead had previously fractured. Pacing impedance measurements were increased, however, remained within acceptable limits. Threshold measurements were 3v. A revision procedure was performed and the ra lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.